Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold, voids in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: - crease are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.